Event description:
It was reported that a patient with a synergy stimulator had a loss of therapeutic effect. It was also reported that the patient felt a surging sensation while going through a security gate. Further information is being requested from the hcp.